Event description:
Over 15 years went from healthy 5 gym days a week to not leaving my house for weeks on end. Been diagnosed with ms (optic neuritis, bells palsy twice, whole left side weakness, etc), graves, ulcerative colitis, pressure urticaria, daily idiopathic hives last 3 years, depression, anxiety etc. Since explant 3 months ago the daily hives are gone completely, the pressure urticaria is mild, daily anxiety has decreased.